Event description:
It was reported that the right ventricular lead exhibited decrease in r-wave sensing. The lead was explanted and replaced. The patient was fine post procedure.

Manufacturer narrative:
(B)(4).